Manufacturer narrative:
On 10/04/2016 review of picture of the exam shows the patient's left and right are tagged as anterior posterior (ap). No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, they loaded an exam and the orientation was incorrect. The left and right were shown as up and down on the navigation system. Obtained another exam from radiology and were able to proceed with the surgery. The first exam was tagged incorrectly and the medtronic representative confirmed that it was also not to medtronic navigation system protocol. Issue resolved. No further details regarding this issue, or specifically when it occurred, were provided. Delay in therapy was 1 hour 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A review of the software logs and patient exams found disc included scout slices having a differing orientation from the other slices with the same series number, which interferes with determination of a consistent orientation for the full volume. Software investigation found the exam was not to protocol. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols.